Manufacturer narrative:
An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated, "x-ray printouts include a series dated (B)(6) 2016, which is an ap of the pelvis and an ap and lateral of the left hip, demonstrating bilateral uncemented total hip arthroplasties with one screw in the right acetabulum and none in the left. All components are reduced and in nominal position. No gross pathology is noted. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall. Based upon the information available for review, there is no indication this patient¿s complaints are related to factors of faulty total hip arthroplasty components design, manufacturing or materials." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies; complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall . No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated he was experiencing a lot of problems with his left hip implant.patient is experiencing chronic pain. He has to use a wheel chair when he walks for a long period of time.

Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi cluster hole cup 56mm, cat# 502-03-56e, lot# mmpt05; v40 cocr lfit head 36mm/0, cat# 6260-9-136, lot# mme0ld; size 8 accolade ii 132 deg, cat# 6720-0837, lot# 41765007. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient stated he was experiencing a lot of problems with his left hip implant. Patient is experiencing chronic pain. He has to use a wheel chair when he walks for a long period of time.